Event description:
A UK customer opened a new carton of contour test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips were returned for evaluation, as exposure to moisture can cause high test results.the strips were exchanged for the customer at the pharmacy.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the model number was not provided. The strips were returned and tested by qa. When tested with blood the results were within limits. When tested with normal control they read an average of 0.3mmol/l high out of spec. The strips had likely been exposed to moisture causing degradation. The retention lot of strips gave satisfactory results when tested with blood and control.